Event description:
Customer reported the monitors were flickering and poor image quality. The problem began today, during a case, no injury. The procedure was completed.

Manufacturer narrative:
The images are poor due to fault with the image pcba. The image pcba was replaced, and the system is not working as intended.